Event description:
It was reported that there was lead warning due to low impedance on the right ventricular (rv) lead. There were unstable thresholds, intermittent non-capture, low impedance and pauses due to oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.